Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida and parity 2. As per mr on (B)(6) 2008 patient underwent essure confirmation test via hysterosalpingogram. Family history included: diabetes and heart disease, unspecified. Concomitant products included: fluoxetine hydrochloride (prozac) from 2011 to 2014. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/chronic") and back pain ("back pain"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and depression ("depression"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("general abnormal bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and fatigue ("fatigue"). And was found to have hormone level abnormal ("hormonal changes"). And weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, vaginal infection, vaginal discharge, psychological trauma, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, fatigue, hormone level abnormal, weight increased and depression outcome was unknown. And the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infect., uti, vaginal infection, vaginal discharge. Discrepancy noted, as per previous fu: removal date of essure: (B)(6) 2012. There were approximately three coils present at the left side. And approximately three coils present at the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, results: total bilateral occlusion. Imaging procedure: on (B)(6) 2008, essure confirmation test(s)(unspecified): bilateral occlusion. Ultrasound pelvis: on (B)(6) 2012, assessment: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. As per mr on (B)(6) 2008 patient underwent essure confirmation test via hysterosalpingogram. Family history included diabetes and heart disease, unspecified. Concomitant products included fluoxetine hydrochloride (prozac) from 2011 to 2014. On (B)(6) 2007, the patient had essure inserted. In march 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2008, the patient experienced pelvic pain ("pelvic pain/chronic") and back pain ("back pain"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and depression ("depression"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("general abnormal bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy (full)). Essure was removed on (B)(6)2012. At the time of the report, the device expulsion, vaginal infection, vaginal discharge, psychological trauma, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, fatigue, hormone level abnormal, weight increased and depression outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, psych injury, bladder problems, urinary problems .,bladder infect. ,uti, vaginal infection, vaginal discharge. Discrepancy noted as per previous fu: removal date of essure: (B)(6) 2012. There were approximately three coils present at the left side and approximately three coils present at the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Imaging procedure - on (B)(6) 2008: essure confirmation test(s)(unspecified) : bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: assessment: pelvic pain.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received. Event depression was added. Event pt: device dislocation was updated to device expulsion. Concomitant, historical conditions and treatment drugs were added. Reporter's information were added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, psychological trauma, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal and weight increased outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, psych injury, bladder problems, urinary problems .,bladder infect. ,uti, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s)(unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, metrorrhagia (bleeding b/w periods), general abnormal bleeding, psych injury, migration, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, weight gain. Outcome of dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, metrorrhagia (bleeding b/w periods), general abnormal bleeding were added. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.